Event description:
It was reported that this right atrial (ra) lead exhibited noise. Noise was oversensed and the signal artifact monitor (sam) was disabled. Technical services (ts) reviewed and suggested observed noise may be electromagnetic interference. Ts provided sam reprogramming recommendations. Additional review from ts suggested there may be a lead insulation issue. Additional information has been requested but was not provided at this time. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).